Event description:
Customer reported via phone, the insulin pump had alarmed failed battery test. Customer stated the he changed the battery twice and the device alarmed. Customer's blood glucose was unknown. Partial troubleshooting was performed as customer disconnected the call. Customer reported the contract were note missing or damaged nor corroded or damaged. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.